Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the post implant check, abnormal measurements were obtained. This device and right ventricular lead displayed high out of range impedance measurements. In addition, noise and increased thresholds were observed. It was thought there was a connection issue. A revision procedure is intended in the near future. No adverse patient effects were reported. Additional information was received. A revision procedure was performed. During the procedure, it was determined there was no connection issue, but the right ventricular lead was dislodged. The lead was repositioned and this system remains in service.

Event description:
- -

Manufacturer narrative:
(B)(4).